Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% difficulty flushing. The following information was provided by the initial reporter: during a cannulation workshop the smartsite extension set wouldn't flush. Posiflush disconnected and reconnected however still unable to prime set.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary a device history record review was completed for provided material number 306575 and lot number 0071144. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) physical sample was returned for evaluation by our quality engineer team. A silicone distribution test was performed on the sample. Per the test results, the syringe had a correct distribution of silicone for functionality. We were unable to identify a defect with the returned sample.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% difficulty flushing. The following information was provided by the initial reporter: during a cannulation workshop the smartsite extension set wouldn't flush. Posiflush disconnected and reconnected however still unable to prime set.